Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 302 mg/dl for approximately 1.5 hours after dinner while using the ilet bionic pancreas; supplies had been changed the prior evening and the system appeared to function as intended, with troubleshooting and education provided. Symptoms included elevated blood glucose without associated acute complaints. Outcomes included no use of backup therapy, no ketone testing, and no need for medical intervention or hospitalization. Investigation included review of device use and user-reported history. Investigation of this case revealed no device malfunction and that the event occurred during the user¿s early adaptation period. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.